Event description:
The customer reported a white screen, no video. No patient involvement during this event.

Manufacturer narrative:
Carefusion failure analysis lab evaluated the alleged faulty user interface module, and duplicated the reported event. They found that the ¿white screen¿, was occurring, due to an incomplete software download. They initiated the software upload, and the user interface module accepted it. After the repair, the screen was no longer white. They confirmed the repair, by cycling the unit overnight, and powering it on multiple times. The issue could no longer be reproduced. Findings/root-cause: incomplete uploading of software.

Manufacturer narrative:
Per information provided by the customer, carefusion technical support determined that the reported event was likely due to a faulty user interface module. A replacement user interface module was shipped to the customer. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module evaluation. The alleged faulty user interface module was returned to carefusion on april 21, 2015.